Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's reservoir compartment was damaged and the reservoir would not insert into the device properly. Blood glucose level at the time of the incident was 400 mg/dl. High blood glucose troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, missing display window and cracked battery tube threads. The test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.